Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient had retention issues with the d coil and was provided with a custom made d coil. The magnet of cmd d coil wore through the base part resulting in a rough edge, which lacerated the patient's skin with presence of bleeding and oozing. The patient had to be treated with antibiotics in november 2015. The patient was using another d coil until recently when it was observed that it started to wear through. A replacement d coil with a #4 magnet (not cmd) and an activity clip will be sent to the patient.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Conclusion: device investigations showed breakage of the base part of the two cmd d-coils, which according to the patient's report caused the observed skin laceration. The base part of the cmd d-coil has a decreased mechanical stability, as thinning out is required to accommodate a larger magnet to increase the magnetic retention, and the combination of thinner coil bottom and stronger magnet can lead to increased pressure on the skin, as identified also on the corresponding cmd risk assessment form. The review of the device history records showed no abnormalities. The use of a cmd d-coil had been recommended to the patient due to retention issues; however lately a standard magnet in combination with activity clip has been ordered and the cmd coil is no longer required. Additionally, also a broken d-coil connector was found, although this did not contribute to the reported issue. This is a final report.

Event description:
The magnet of the custom made coil wore through the bottom cover, which has cracked, resulting in a rough edge and laceration of patient's skin. The patient's head was bleeding and oozing around one edge of the center circle. The patient was treated with antibiotics in (B)(6) 2015. A new cmd was ordered but it also started to wear through the bottom covering. It was requested that the customer received a d coil with a #4 magnet and an activity clip. A cmd coil is no longer required for this patient.